Event description:
Baxter (B)(4) received a report that an infusor leaked at the connection of the blue winged luer cap. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the previous medwatch: the root cause found the leak occurred because the blue winged luer cap was not securely tightened.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two samples for evaluation. Visual examination of the units confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. Functional testing, during which the blue winged luer cap was securely tightened, revealed no signs of a leak after a 24-hour leak-monitoring period. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.